Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use states that adverse events that may occur and/or require intervention include, but are not limited to embolism and death.

Manufacturer narrative:
(B)(4).additional devices implanted and involved in the event: plc271000/(B)(4), hgb161207a/(B)(4), hgb161407a/(B)(4), pxl161007/(B)(4), plc271000/(B)(4), hgb161207a/(B)(4), ceb231010a/(B)(4), ceb231010a/(B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. Final angiography showed exclusion of the aneurysm and the patient tolerated the procedure. On the same day, post procedure, the patient reportedly had abdominal pain. It was reported the patient died due to bowel ischemia. The cause of the bowel ischemia is reportedly emboli partially covering the patient's sma.

Manufacturer narrative:
A review of the information determined there was no allegation against the gore® excluder® iliac branch endoprostheses or against the gore® excluder® aaa endoprostheses except for the trunk-ipsilateral leg component (rlt351414/14965374) as they were not in the region of the sma.